Manufacturer narrative:
Additional information received on august 10, 2017 from the customer as follows: on an unknown date, the product problem was noticed during the application of the integra radiolucent head clamp to the radiolucent base unit.¿ the event was described as ¿when the gold handle was used to clamp the unit into rigid fixation, the rod broke. No clamping force could be applied. The opposite side worked independently for clamping force. ¿the event occurred during the attachment of the c-clamp to the base unit. The product was used on the patient. The patient, unknown age and gender, was already anesthetized when the problem occurred while undergoing endonasal neurosurgery. There was no patient harm or injury reported. There was no replacement product available for use. There was a 10-minute surgical delay due for evaluation, and it was reported that there was no patient adverse consequence due to the delay. Integra has completed their internal investigation on august 24, 2017. Device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 29jan11 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Trend analysis: a two year look back in the complaint system from 08/08/2015 to 08/08/2017 for this reported failure and or related to "cam rod" "break " or "broken" for product family (a2079) shows that five additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Failure analysis: no previous repair history . Unit received with the cam rod broken on the left lock handle assembly, this unit has old style lock handles that need updated to the present specification the transitional arm is missing one of the retainer rings for the locking knob. This unit has a tri-star adaptor that needs a new retainer screw on the locking knob. General maintenance and cleaning required. Root cause: in summary: repairs were able to verify the customer complaint. The root cause cannot be attributed at this time. There is a chance that the fracture was caused by fatigue cracking due to an axial tension load (tightening of the drawbar) and/or bending load which exceeded the strength of the material. This will be monitored for trending.

Event description:
It was reported that the cam rod on the mayfield infinity xr2 base unit was broken. Request for additional information was sent.